Event description:
The pharmacist, responsible for predrawing the covid-19 vaccine, found a defect with one of the 1ml, 25g vanishpoint syringes (see attached pictures). While trying to pre-draw a dose, the vaccine was trapped in the barrel of the plunger, as shown in the attached pictures. This resulted in the loss of a vaccine dose for the vial. The dose could not and was not administered to any patient at the clinic. We have contacted the manufacturer for further instruction, and they have requested that we send back the syringe with the faulty plunger and 4 others from the same lot. The defective syringe held the vaccine that was used as treatment under emergency use authorization (eua). FDA safety report ID # (B)(4).